Event description:
Customer claims that the alarm unit powers on and then the tone light flashes on, afterwards nothing else happens. There was no patient injury reported. Evaluation of the returned alarm unit shows no alarm when it was powered on.

Manufacturer narrative:
(B) (4). (B) (4).